Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine of an unknown concentration at a dose rate of "0.7 mg" and clonidine of an unknown concentration at a dose rate of 21.9 mcg/day via an implantable pump. It was reported that the pump implant date was unknown. The pump was heard beeping, regarding a non-critical alarm sound as described by the patient. Regarding factors that may have led or contributed to the issue / beeping heard, it was indicated that the patient does also have an explanted synchromed ii pump as well as a sugar sensor which can do sounds (beeping). The physician read the pump and saw no error. On (B)(6) 2026, the company representative was with the physician and patient and it was confirmed there were no error in the pump's log files. They reprogrammed the pump with a non-critical error to occur every 6 hours. The company representative had showed the non-critical error to the patient, and the patient confirmed it was the error which was heard by the patient. It was unknown if the issue was resolved as of (B)(6) 2026. The pump remains implanted and in-service as of (B)(6) 2026. No surgical intervention occurred and no surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2026. The patient's medical history and age at the time of the event was unknown or would not be made available. Additional information was received from a foreign healthcare provider via a company repre sentative. The patient later visited the physician again on (B)(6) 2026. The physician waited with the patient and confirmed that the beeping heard was a non-critical alarm from the pump which occurred every 1 hour. When they read out the pump, no alarm was in the log files. The beeping comes every 1 hour but the non-critical alarm was set to 6 hours. Further actions taken or planned to resolve the non-critical alarm heard were unknown. The issue was not resolved as of (B)(6) 2026. The pump remains implanted and in action. The pump was described as working good, but the alarm was noted as the problem. It was unknown if the pump would be returned as no action was planned at the moment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the problem had been resolved after a new programming from the customer. The rep did not have more information why or what happened, just the info that the alarm was not ringing anymore.